Manufacturer narrative:
This report is submitted on february 28, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with local wound care and oral antibiotics (date not reported). The infection has subsequently resolved.